Event description:
It was reported that an arteriotomy preclosure of a moderately calcified left common femoral artery was attempted prior to a coronary interventional procedure, using a 5f sheath. Reportedly, when the plunger was retrieved no suture was attached. The physician proceeded to perform the interventional procedure and then hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly not trained in the use of the perclose proglide device. Additional information was not provided.

Manufacturer narrative:
(B)(4). Evaluation summary: inspection of the returned device revealed that the posterior needle tip was ejected from the needle shank but remained undisturbed, indicating that the posterior needle was deflected away from the posterior foot instead of engaging with the posterior cuff inside the posterior foot pocket during needle deployment as intended. The posterior cuff miss would result in a failure to retrieve the suture as reported. Because the suture could not be retrieved, the knot would not form to advance to the arterial surface to close the vessel as intended. Possible contributing factors for needle deflection that resulted in the posterior cuff miss include, but are not limited to: manufacturing deficiencies, challenging anatomical conditions, and deployment techniques. The needle trajectory of every device is verified during manufacturing. During testing, the proxy plunger was inserted to test the needle trajectory and push mandrel travel and the results met the manufacturing criteria. The reported moderate calcification in the left common femoral artery could have contributed to the posterior cuff miss; however, this could not be confirmed. The proglide instructions for use (IFU) states: the safety and effectiveness of the perclose proglide smc devices have not been established in patients with femoral artery calcium which is fluoroscopically visible at access site. There was no definitive evidence in the evaluation of the returned device to indicate that the device was twisted or rotated or the needles were deployed when the device was not at an approximate 45-degree angle, which could have contributed to the posterior cuff miss. Reportedly, the physician was untrained in the use of the proglide device. The IFU states: federal law restricts this device to sale by or on the order of a physician (or allied healthcare professionals, authorized by, or under the direction of, such physicians) who is trained in diagnostic and therapeutic catheterization procedures and who has been trained by an authorized representative of abbott vascular. Based on the manufacturing inspection criteria and successful testing of the device needle trajectory, the probable cause for the posterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. No manufacturing or quality deficiency was detected. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. A query of the complaint handling database was performed and there does not appear to be any indication of a lot specific product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(4) - operator not trained. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.